Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences bruising over here ipg site and the site becomes painful due to her activity level. The patient has not used her system in over a year and no longer needs stimulation so she would like the scs system explanted. Surgical intervention is pending.